Manufacturer narrative:
(B)(4). The customer was instructed to replace and calibrate the sample pipettor since it had not been replaced or calibrated since (B)(4) 2010. In addition, a damaged reagent pipettor was replaced and calibrated. During the course of troubleshooting, the c4000 system generated errors 5024 unexpected smc status after reagent 1 pipettor movement, followed later by error 3375, unable to process test, aspiration error. An abbott field service representative noted that the customer was not using tap water during r1 calibration. The customer was advised to use tap water to properly calibrate the pipettors. The replacement of the sample and reagent pipettor followed by the proper calibration of the reagent pipettor appears to have resolved the customer's issue. The current combined erratic result rate for aeroset, architect c4000, c8000, and c16000 instruments falls below the established internal aberrant result rate established at c4000 product launch. Service ticket history was reviewed for (B)(4) for the date range of (B)(4) 2010 through (B)(4) 2011 and there were no additional complaints regarding erratic results. The architect system operations manual has adequate information associated with troubleshooting erratic results and poor precision with multiple probable causes and corrective actions, including, but not limited to, sample or reagent probe damaged or out of alignment as well as replacement procedures and materials need for calibration (tap water or saline). Based on the information provided, a deficiency was not identified.

Event description:
The customer stated they have observed imprecision with both qc and patient samples on the architect magnesium assay. A patient generated a magnesium result of 8.1 meq/l on the architect c4000 and upon repeat, the value was 1.3 meq/l. The elevated result was not reported and there was no impact to patient management.

Manufacturer narrative:
(B)(4). Lot # 42797un10. An investigation is in process. A follow-up report will be submitted when the investigation is complete.